Event description:
It was reported that this patient had an infection developat the site of implant of the insertable cardiac monitor (icm) after the surgery. The patient was prescribed antibiotics from the physician, but it has not cleared up. The patient has also gone to the emergency room but was given a second antibiotic. Boston scientific technical services (ts) recommended following-up with urgent care or the cardiologist for a plan moving forward. The icm remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient had an infection developat the site of implant of the insertable cardiac monitor (icm) after the surgery. The patient was prescribed antibiotics from the physician, but it has not cleared up. The patient has also gone to the emergency room but was given a second antibiotic. Boston scientific technical services (ts) recommended following-up with urgent care or the cardiologist for a plan moving forward. The insertable cardiac monitor (icm) was later explanted at an unknown date and received by boston scientific. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had an infection developat the site of implant of the insertable cardiac monitor (icm) after the surgery. The patient was prescribed antibiotics from the physician, but it has not cleared up. The patient has also gone to the emergency room but was given a second antibiotic. Boston scientific technical services (ts) recommended following-up with urgent care or the cardiologist for a plan moving forward. The insertable cardiac monitor (icm) was later explanted at an unknown date and received by boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned product is not able to provide relevant information for an infection related allegation. Infection is a known medical risk when the skin barrier is breached.